Manufacturer narrative:
(B)(4). (B)(6). The device was manufactured september 1, 2015 - september 3, 2015. The device was received for evaluation. Visual inspection revealed that there was fluid in the housing of the device due to a ruptured bladder. The reported condition was verified. The cause of the ruptured bladder could not be determined. An ncr has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was leaking during storage. The device was filled with 200 mg meropenem and 100 ml of sodium chloride. There was no patient involvement. No additional information is available.